Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant at tooth site 12 was removed due to fracture. Symptoms as a result of the event: bone loss.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant (oss311) and one titanium hexed uniscrew were returned for investigation. There were no allegations against the screw. Therefore, the investigation was performed only on the implant. Visual evaluation of the as returned implant identified that it was fractured in two pieces and the external threads were damaged possibly during removal. Functional testing and dimensional analysis could not be performed since the device was fractured. The device history record (DHR) was not available electronically for the subject lot number (247765). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported events. Complaint history review was completed for the subject lot number (247765) and one other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported fracture event was confirmed. However, bone loss could not be verified as patient anatomical conditions could not be verified.

Event description:
No further event information is available at the time of this report.